Manufacturer narrative:
Device was received in normal range of operation. Device image analysis indicated average monthly voltage and current trends were normal. There was evidence from the device image that autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis did not find any anomaly and battery voltage was still within normal operating range. The device has met the projected longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a routine follow-up. Upon interrogation, accelerated longevity decline was noted on the pacemaker. The device was replaced on (B)(6) 2019. During the procedure, there was difficulty in removing the chronic right ventricular lead from device since the set screw was stripped. The device was explanted and the lead was cut and capped. The patient was recovering from the surgery.